Manufacturer narrative:
The lot number was not provided; therefore, a device history record (DHR) or lot history trending review could not be performed the coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that three (3) attempts were made to detach an embolization coil with the v-grip; however, the coil did not detach. The v-grip was exchanged for a new one; however, after three (3) additional attempts, the coil did not detach. During removal of the coil, the coil unexpectedly detached in the microcatheter. The coil was pushed into the intended area with the pusher wire. There was no reported patient injury or health damage.